Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalised illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5084908) that a female patient of unknown age who underwent breast prostheses implantation with two unspecified mentor gel implants, suffered several unexplained systemic symptoms, including vertigo, heavy pressure in head, migraines, hospitalization for a week with 104 fever and sepsis. Patient also reported that no cause of infection was found and that they were hospitalized two more times with same symptoms. Also, patient always tested for high inflammation and high white blood cell count but for reason why. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent implant explantation in (B)(6) 2019. This medwatch form is for the right breast prosthesis.